Manufacturer narrative:
The device was evaluated after the incident was reported and it was found working within specifications. The treatment parameters were within recommended guidelines. However, it was identified that this customer did not use cryogen for cooling skin and utilized air cooling equipment. It is most likely that patient skin was not cooled properly prior to using laser. Therefore, this created condition for skin pigmentation.

Event description:
On 2/21/2018 (B)(6) eye and skin center reported that 1 patient had hyper pigmentation based on results from treatment dated back to (B)(6) 2017.